Event description:
Pt undergoing chemotherapy for treatment of infant leukemia. Pt developed a hole in a non-repairable section of a venous access device. Unknown etiology of hole. Required removal of catheter and extra trip to the operating room for replacement of the catheter. There is no repair kit for this type of catheter.